Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was not alerting when her blood glucose level was high or low at night. The threshold suspend and glucose alerts were off. The customer experienced high blood glucose levels of over 400 mg/dl when she was off the insulin pump. Her high blood glucose levels varied between 250 mg/dl to 300 mg/dl. The customer experienced low blood glucose levels as well around 30 mg/dl. The customer treated his low blood glucose level with food. The device was not returned.